Manufacturer narrative:
Patient codes: no consequences or impact to patient (B)(4); device codes: device operates differently than expected (B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that a 7mm reinforced endotracheal tube "didn't work" intraoperatively. The procedure was completed successfully using a different tube. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.